Event description:
Pediatric pt is a subject in an independent clinical research trial sponsored by a children's clinic. On (B)(6) 2011, study investigator informed dexcom that pt experienced a broken sensor wire. Pt's mother had called the clinic on (B)(6) 2011 to report that pt felt a little bit of pain and tenderness when riding his 4 wheeler. On (B)(6) 2011, pt underwent an abdomen x-ray that revealed a curvy linear radio dense structure within the right mid-abdomen projecting at the inferior margin of the liver. The pt's doctor has given pt a referral for an eval to determine if surgery will be necessary to remove dense structure from abdomen. Pt was fine and experienced no redness, scarring, or swelling at the time of report to dexcom.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.